Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2026 and (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. No further information available.